Manufacturer narrative:
The third party service agent evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control has performed an evaluation of the electronic patient records from the device and was able to verify that the reported issue did occur.  As normal operation was observed during testing, the device was returned to the customer.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The third party service agent has performed an initial evaluation of the device and has been unable to duplicate the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event while monitoring the patient, the device lost power. The customer was able to restore power and the loss of power occurred a second time. The customer did not indicate that the patient suffered any adverse outcome as a result of the reported issue. No additional details of the patient event have been made available to physio-control.